Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, 9 months due to severe mitral stenosis with a mean trans-mitral gradient of 21 mmhg. The patient presented with nyha IV. The tmvr was successfully performed with a 26mm 9750tfx valve. The patient was transferred to the pacu in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b2, b3, b5, b7, g3, g6, h2, h6 (impact code, clinical code, type of investigation).

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 4 years, 8 months due to severe stenosis with a mean trans-mitral gradient of 21 mmhg.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, 8 months due to severe stenosis and patient-prosthesis mismatch. The tmvr was successfully performed with a 26mm 9750tfx valve. The patient was transferred to the pacu in stable condition. Per the medical records, the patient presented with nyha IV, worsening dyspnea, fatigue, weight gain, and increased edema.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including diabetes mellitus type ii, hyperlipidemia, and chronic kidney disease.